Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the printer paper bar was bent out of shape and was missing a rubber stopper and holder clip. Since the event occurred during routine testing, there was no pt involvement during this event.